Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements with loss of capture (loc). Technical services (ts) suggested a lead revision. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements with loss of capture (loc). Technical services (ts) suggested a lead revision. No adverse patient effects were reported. This lead remains in service. Additional information later confirmed that the lead was successfully explanted and replaced. The lead was also noted to have high pacing thresholds. No further adverse effects on the patient were reported.